Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system displayed an error and exhibited a loss of cine functionality. No patient serious injury or death was reported related to this event.